Event description:
The pt family member contacted lifescan alleging that the pt's one touch basic enhanced meter was displaying the battery message. The pt takes pill for diabetes they takes no insulin. The pt last tested with the reported meter the day before the family member contacted life scan; the meter result obtained was not provided. The next day, they were feeling lightheaded and dizzy. They attempted to test with the meter and did not obtain a result. The family member gave them water to drink. The pt did not adjust their diabetes medication and had been able to test the day before the time of concern. As they only took and received no other treatment, there is no indication that they experienced injury due to hypoglycemia or hyperglycemia. The customer care representative walked the family member through replacing the battery and the meter continued to display the battery message. The meter was replaced.